Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and obtryx and mesh were implanted. The patient underwent another procedure on (B)(6) 2009 and prolene was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2005 due to stress urinary incontinence and prolapse. Additionally, on (B)(6) 2009, the patient underwent another procedure and mesh was implanted due to cystocele and vaginal wall prolapse. It was also reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, and vaginal scarring. It was further reported that on (B)(6) 2009, coaptite was implanted along with cystoscopy procedure due to recurrent urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.